Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One narrow right angle square driver tip (rasq8n) was returned for investigation. Visual evaluation of the as returned product identified fracture across the shank. Device history record (DHR) review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by item (rasq8n) and one other complaint was identified. Therefore, based on the available information device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the driver fractured during the procedure. Doctor was able to finished the procedure using another instrument. Tooth location not reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative visual evaluation of the as returned product identified fracture across the shank and not at the tip. Therefore this event has been reassessed as not reportable.

Event description:
Visual evaluation of the as returned product identified fracture across the shank and not at the tip.